Event description:
It was reported through a patient's clinic notes that in 2015 "vns stimulation did not appear to be working", and the patient's seizure activity was noted, indicating an increase in seizure activity. The patient's pre-vns baseline seizure frequency was not known. The notes indicated that subsequent office visits saw a general decrease in seizure activity and no patient adverse events from anti-epileptic drugs or vns. It was stated from a (B)(6) 2018 office visit that the patient has "benefitted clinically and neurologically from vns therapy but still has breakthrough events that tend to be nocturnal and with aura". Programming history data from 2015 was reviewed and indicated the device was functioning within normal limits. No additional relevant information has been received to date.